Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 495 mg/dl at one point. The customer bolused and her blood glucose went down to 75 mg/dl. However, the blood glucose later increased to 295 mg/dl and then 364 mg/dl. The customer mentioned that when she has bent cannulas she feels pain. The customer was advised that an infusion set could go in straight and then become bent over time. The customer also has a lot of scar tissue on her belly, and she was advised that scar tissue does not absorb insulin well. Troubleshooting ended at this point; the customer was advised to call back for further troubleshooting. No products were returned or replaced.